Event description:
The customer reported an issue with the incorrect time settings on their pump. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer with updating the pump time and advised them to monitor the device and follow up if the time discrepancy persists. The caller understood and acknowledged the advice.